Manufacturer narrative:
At this time the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was oversensing noise causing pacing inhibition. This occurred during times when the patient was taking deep inspirations. The tachy therapy of the system was turned off and surgical intervention was later performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The initial report submitted on september 25, 2018 referenced an incorrect MDR report number: 2134265-2018-61280. Boston scientific will file a new initial report with the correct MDR report number and reference this report. At this time the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was oversensing noise causing pacing inhibition. This occurred during times when the patient was taking deep inspirations. The tachy therapy of the system was turned off and surgical intervention was later performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.